Manufacturer narrative:
Pump received blank display with constant vibration due to moisture damage electronic assembly. Pump received with moisture damage on the motor, vibrator and battery tube assembly. No moisture damage on the keypad assembly noted. Unable to verify unexpected restart alarm due to blank display and constant vibration. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged in the water and is vibrating constantly and vibration cannot be cleared. Customer indicated that his blood glucose was normal but did not know his blood glucose value. Troubleshooting was done for moisture in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.